Manufacturer narrative:
Reported event: an event regarding corrosion and abnormal ion level involving a metal head was reported. The corrosion event was confirmed via evaluation of the returned device. Abnormal ion level was not confirmed. Method & results: product evaluation and results: visual inspection: damage was observed on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. Black debris was observed on the articulating surface and taper of the head. The appearance of the debris is consistent with a corrosion product and material transfer from the stem/biological material. Clinician review: a review of the provided medical information by a clinical consultant indicated: "this inquiry reports a revision left hip surgery performed for trunnionosis which was detected on the x-ray and in blood work prior to the procedure. The implant was in place for over 6 1/2 years. I can confirm that this event took place since the stryker rep described the event. Despite some subtle x-ray findings, the diagnosis of trunnionosis can only be confirmed at surgery. Regarding the possible root cause of this event, I cannot determine it with certainty. Corrosion at the head/trunnion junction is a well-known phenomenon and its cause can be multi factorial including positioning and surgical technique." -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to elevated metal ion levels and trunnionosis/metallosis. Visual inspection of the returned metal head indicated that damage was observed on the head taper. This damage was consistent with the interaction between the head taper and stem trunnion. Black debris was observed on the articulating surface and taper of the head. The appearance of the debris is consistent with a corrosion product and material transfer from the stem/biological material. A review of the provided medical information by a clinical consultant indicated: "this inquiry reports a revision left hip surgery performed for trunnionosis which was detected on the x-ray and in blood work prior to the procedure. The implant was in place for over 6 1/2 years. I can confirm that this event took place since the stryker rep described the event. Despite some subtle x-ray findings, the diagnosis of trunnionosis can only be confirmed at surgery. Regarding the possible root cause of this event, I cannot determine it with certainty. Corrosion at the head/trunnion junction is a well-known phenomenon and its cause can be multi factorial including positioning and surgical technique." The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient required revision hip surgery (left side) to remove the implant and that the surgeon observed ¿moderate trunnionosis¿ of the head neck junction. The trunnionosis was detected in the x-ray/bloodwork prior to the procedure and confirmed following removal of head. Update as per sales rep: "the existing trident shell remained in situ. The polyethylene liner was replaced with a size f 36mm x3 liner as an exact replacement for the liner that was removed."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
It was reported that the patient required revision hip surgery (left side) to remove the implant and that the surgeon observed ¿moderate trunnions¿ of the head neck junction. The trunnions was detected in the x-ray/ bloodwork prior to the procedure and confirmed following removal of head. Update as per sales rep: "the existing trident shell remained in situ. The polyethylene liner was replaced with a size f 36mm x3 liner as an exact replacement for the liner that was removed."